Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. The patient was discharged. During the routine 45-day transesophageal echo (tee) follow-up, a small mobile density was noted on the limbus shoulder of the device that was interpreted by the implanting physician to be a thrombus. The patient was prescribed xarelto 20mg plus aspirin 81mg for one month and will then have another test to see if the density has resolved.